Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead exhibited variable pace impedance measurements, which were within normal range. The patient was pacemaker dependent at the time, but there was no noise, oversensing or patient symptoms observed. Boston scientific technical services (ts) discussed troubleshooting options and continued monitoring with the health care professional (hcp). The device remains in service. No adverse patient effects were reported.